Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited complete loss of capture. It was determined under fluoroscopy that this lead had dislodged. The patient underwent a revision procedure and the lead was unable to be repositioned as diaphragmatic stimulation was observed. The physician decided to explant the lead and placed a new lead. No additional adverse patient effects were reported.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted dried blood/body fluid in the lumen. A guidewire was unable to be inserted likely due to the blood/body fluid infiltration. This lead was found to be electrically continuous. The clinical observation of dislodgement was unable to be confirmed during laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.